Manufacturer narrative:
(B)(4). Additional information: the cause of the condition was determined to be a use error, due to the end user over-torquing the female luer. The marks observed on the luer indicated a tool was used in the connection or disconnection of the component. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connector on the interlink t-connect extension set¿s tubing was found melted. This occurred during infusion of an unspecified drug. The nurse reported placing a blanket warmer on the patient that ended up touching the distal male end of the tubing set, causing the connecter to melt. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device evaluation was completed to investigate the reported event. Visual inspection revealed that the microbore winged female luer lock adaptor was damaged. In addition to this, the slide clamp was found damaged. Pressure testing was performed and failed as the product did not meet specifications. Therefore, the reported issue was verified through evaluation. The cause of the condition could not be determined. Should additional information become available, a supplemental report will be submitted.